Event description:
It was reported that the insulin pump gave motor error alarms, as well as other alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded / loose drive support disk. The motor passed the motor test.